Event description:
It was reported that the implantable neurostimulator (ins) was explanted but the leads were left implanted. It was noted that the leads shocked while she was in the shower putting her head back to rinse her hair. Ins was removed in 2009. It was confirmed that no ins was implanted at the time of the event. Leads were explanted in 2010 due to the shocking. Additional information requested but had not been received as of the date of this report.

Event description:
Additional information received reported the patient used to have a transcutaneous electrical nerve stimulation unit and had issues with their leads. It was noted the patient had a lump in their neck from the leads and they have been taken out.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2009, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient finally got an MRI last (B)(6). It was noted the MRI showed c5 bulge. The reporter stated they got the MRI because of a "bulging neck" from lead implant into the neck area. It was noted the lead was implanted for tension, but that did not work. The reporter stated the left side of the neck was bulging, snapping, and hurting and they could feel the bulging. It was noted that when the patient pressed on their back it was horrible. The reporter stated they had a bed bug epidemic in their home and wanted to put the surgery off due to not wanting a bed bug crawling into their wound. Additional information was requested, but was not available as of the date of this report.